Event description:
It was reported the device did not recognize the cassette. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a dirty lcd lens, and a bubbled dso seal. A record of a 'cassette locked but not latched' alarm in the event history log. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the most probable cause is an inoperable latch lock flex. The latch lock flex was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: date of event is unknown.